Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump battery could not be charged, and subsequently the pump shutdown. Customer¿s blood glucose level was 370 mg/dl. The customer reverted to an alternate method of insulin therapy.